Manufacturer narrative:
The ICD initially underwent a visual inspection, which revealed signs of wear on the ICD housing. This is an indication of potential wear from the lead insulation. The ICD status was interrogated, which revealed the device status mol2 after a 7-month implantation period. The contents of the ICD memory were verified. The ventricular iegm revealed artifacts. The shock table documented at least 336 interrupted charging processes. Later on in the analysis, the ICD signal sensing was checked and was found to be noise-free. The ICD recorded the signals transmitted without any noise. The ICD's therapy capability was checked. The antibradycardia output signal was working perfectly and corresponded to the programmed values. A fibrillation signal was transmitted and the device reacted as per specs with a 30 joule defibrillation shock. The specified energy level was attained. The 9 s charge time was typical. The analysis revealed no indication of a material or mfg defect. The ICD was fully functional. In summary, there is no device defect. Of special note, signal sensing worked perfectly.

Event description:
Significant capacitor charging with inadequate vp detection after a lead had already been extracted and a new one implanted in early 2007. Physician suspects aicd defect (connection). Suspected lead insulation defect. When explanting the system, the actual person implanting the device was, however, able to determine an insulation defect on the lead. Also removed: linox t 65, MDR 1028232-2008-00210.